Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. When the history files were checked, the customer stated that a manual prime of 21 units was recorded at a time that the customer was positive she was sleeping. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.